Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that they were in the middle of an implantable neurostimulator replacement and the 37082 extension was difficult to remove from the implantable neurostimulator. It wouldn¿t fully insert into the new implantable neurostimulator. The extension didn¿t appear damaged, and the set screw was backed out all the way. It was reviewed that twisting the extension and implantable neurostimulator while inserting did not resolve the issue, and it would not go all the way in. They tried to insert it into the other port, and it would not go all the way in and was difficult to remove. After, it was noted that the extension now appeared ¿mangled.¿ the extension wouldn¿t go into the generator, and the health care provider placed a plug in each port of the new battery. The patient is being scheduled for a revision to replace the extension as the health care provider didn¿t want to proceed with that on the day of the report. There were no further complications reported at this time.